Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. While on support, the patient developed limb ischemia. It was reported that the impella cp leg lost a pulse overnight and nitroglycerin paste was applied to the foot. Additional information noted the patient was made do not resuscitate and the patient experienced sudden cardiac arrest and expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome (patient's demise).